Event description:
It was reported there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully resumed insulin delivery. Blood glucose level was 100-199 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.